Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with thinning of the penis and a device that was not rigid enough. The device would bend in half and was not functioning properly for the patient. The physician will perform a corpora cavernosa reconstruction and replace the ipp on (B)(6) 2023. There were no additional patient complications reported.